Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found multiple unexplainable power-on-reset events. No damages or moisture intrusion was found with the battery compartment. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power issues. Pump casing was opened and there was no evidence of intermittent conditions or moisture intrusion was found with the power circuit. Unrelated to the complaint, puncture was found on the bolus button cover while the button responded properly to presses. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.